Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a holmium laser enucleation procedure in the prostate performed on (B)(6) 2014 according to the complainant, during the procedure, the tip of the laser fiber was cracked and unpolished. It was reported that the damages were noted by the physician through the scope. The physician continued using the laser fiber to complete the case. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip cracked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.